Manufacturer narrative:
As a result of this report for a skin injury to the patient, a review of information including photos identified that the water temperature was set at 33 c during therapy. Furthermore, the altrix unit was confirmed to be functioning correctly. Based on the photos and discussion between a stryker engineering manager, customer quality engineer, and a senior staff medical science liaison, it was determined that the patient injury was likely a result of excessive compression force from the blanket. For the issue of fluid leaking onto the patient support surface, it was determined that this was likely due to a broken/damaged blanket assembly. However, this could not be confirmed as the product was discarded prior to being evaluated by a stryker representative.

Event description:
It was reported that the altrix blanket was leaking and that the patient suffered a skin injury.

Event description:
It was reported that the blankets positioned under the patient showed significant water imbibition with frost. It was reported that there is seepage at the level of the blanket tubes. It was reported that the patient received significant burns of varying degrees.